Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient presented for an office visit with increased low back pain with radiation and leg pain. She had hurt her back while shoveling and had low back and left-sided radicular symptoms posteriorly since her aggravation. A day later the patient underwent x-ray of lumbar spine, which showed implants at l5-s1 in good position with a solid posterolateral arthrodesis and a well-positioned transforaminal lumbar interbody fusion (tlif) cage. The patient had good overall alignment and a spinal cord stimulator (scs) was noted with control module on the right. The patient also had acute lordosis of the lumbar spine but limited motion between flexion and extension. In (B)(6) 2011, the patient underwent CT angio head and neck due to neck pain with no known injury. The non-contrasted head CT and head cta (CT angiogram) were limited secondary to streak artifact from the multiple aneurysm clips. Within the limits of this examination, negative head CT for acute abnormality and negative head cta for significant flow-limiting stenosis or new aneurysm formation. Great vessels of the neck demonstrated no significant flow limiting stenosis or aneurysm formation. In (B)(6) 2011, the patient had back pain and bilateral leg pain. The patient was ordered for x-ray. There was acute exacerbation of pain; back pain with radiation; disc degeneration, lumbar; and spinal stenosis, lumbar. In (B)(6) 2011, the patient underwent CT of lumbar spine without contrast due to back pain with l2 spinal stenosis. It was normal postoperative change, with solid fusion at l5-s1. In (B)(6) 2012, the patient had chronic back pain and painful generator site. It was extremely painful to touch. There was no evidence of infection. The pain was actually well controlled with the stimulator. Musculoskeletal examination revealed the patient was positive for back pain. The doctor discussed the treatment options including continuing non-operative care, epidural injections, pain management and surgery. The patient wanted to proceed with surgery. Thirteen days later, the patient underwent a revision and replacement of a dorsal column stimulator generator from posterior to intra-abdominal area. The revision was due to intractable back pain, fai led back syndrome, painful generator site, a malfunction generator, and recurrent pain. The generator was mobilized out of subcutaneous pocket and was removed. Distal leads were passed to the abdominal area and connected to the new generator. The patient tolerated the procedure well and transferred to the recovery room in good condition. In (B)(6) 2012, the patient was at a post-op check. The lumbar back exhibited normal range of motion, no tenderness, no swelling, no edema, no pain and no spasm. The incision was clean, dry, and intact, without evidence of infection. The wound head healed nicely. The patient was in contact with a manufacturing representative (rep) to have the stimulator turned on. In (B)(6) 2015, x-ray showed the scs at t7 and t8. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.